Event description:
It was learned during a recall investigation that the box and container of this pericardial aortic valve were incorrectly labeled for a size 23mm, which was different from the labeling on the valve tag (correct size of 25mm). This device was implanted in a patient. There have been no reports of any adverse patient effects.

Manufacturer narrative:
Recall number: fca-052. Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There were no non-conformances related to the reported event. Device retrieval and destruction has been completed under recall fca-052. Corrective action has been initiated to address the event of mislabeling. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Correction to no recall initiated in u.s. The devices effected were not distributed in the u.s.